Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the centrifugal pump was decoupling from the motor unit. No known impact or consequence to pt. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
The complaint sample was not returned for investigation; therefore, this complaint cannot be confirmed. A retention unit, 3zz164275x / qd19, was obtained for eval. The retention unit was inspected, and no anomalies were noted. It was then mounted and demounted to a sarns centrifugal drive motor to check for coupling and decoupling issue. There were no anomalies noted. The retention unit was then performance tested using saline solution to observe if the unit would stay coupled at varying rpms. The unit operated within specification. A review of the device history record revealed no production related anomalies. The complaint issue is likely related to user error. The IFU states, "make sure that the underside of the sarns centrifugal pump is properly positioned and in close contact with the sarns drive motor receptacle or the sarns centrifugal pump adaptor receptacle." (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.